Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication via an implanted pump for spinal pain. Compatibility guidelines were requested regarding an MRI. It was noted the procedure was due to a problem with the device or therapy and the patient had the pump removed due to a potential infection that they were imaging for. The event date was asked and unknown. No further complications were reported/anticipated or expected.